Event description:
The manufacturer received information alleging an issue related to the ds2adv auto CPAP device "rar device turns off". Additionally, the ds2adv auto CPAP device was returned to a third-party service center, the device was visually inspected and found "pca is burnt". At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow-up report will be filed.